Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. Deposits in the outlet spout of the valve are visible. The progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.0455 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the progav valve is permeable. Adjustment test: the valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. The braking force was lower than the minimum required specification. This measured value could probably be caused by the deformation of the outer housing. Computer controlled test: to investigate the claim of overdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is operating within acceptable tolerances. Results: first, we performed a visual inspection of the progav valve. A deformation of the outer housing of the valve was observed through the visual inspection. The deformation was confirmed through a measurement of the parallelism of the valve housing. In the outlet spout are protein deposits visible. Next, we tested the permeability, adjustability and opening pressure of the valve, as well as the brake functionality and brake force. The progav valve operated as expected, however the brake force was outside of tolerance. All other specifications were met. Finally, we have dismantled the valve. Inside the valve we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of over-drainage. At the time of our investigation, the opening pressure of the progav valve was within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the progav valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a progav valve. The surgeon suspected that the valve operates in over-drainage. Patient information: age: (B)(6) years. Weight: 28 kg. Height: 130 cm. Gender: unknown. Date of implantation: (B)(6) 2015. Date of removal: (B)(6) 2020.